Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). It was reported that the patient noticed that two sets had issues with the main circle where the cannula was, off totally at the tubing connector, after she applied the sets. The site location was patient's legs and the pump was located on the abdomen. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.